Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the partner service engineer: the ventilator was found that the red alarm lamp failure to light up when carried full software test during preventive maintenance.the alarm lamp board (159272) seemed faulty.